Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that, on testing the device, only 4 electrode channels were functional. Electrode channels 3, 4, 6, 9, 10 and 11 are in status hi; electrode channels 1 and 5 are in status sc-a. No accident has been reported.